Event description:
It was reported that the c-arm failed to communicate with the workstation. This likely resulted in a no boot, system lock up, and/or shut down. This was resolved by rebooting the system. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.